Event description:
Literature: ordia j, vaisman j. Subcutaneous peripheral nerve stimulation with paddle lead for treatment of low back pain: case report, neuromodulation, 2009; 12(3): 205-209. Summary: this article presents a case study of one pt with postlaminectomy syndrome treated with spinal cord and peripheral nerve stimulation to treat leg and low back pain. Reportable event: the pt reported stimulation in the lower back was weak and he was not getting pain relief. Telemetry showed impedances were within normal range. The pt was taken back to surgery and the two lumbar subcutaneous leads were replaced with a single lead that was placed in the subcutaneous space overlying the l5 lamina. The pt was pleased with the stimulation in the left leg and across the lower back after surgery, and continued to be pleased 12 months after surgery.